Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the inspection, a foreign object clogged in forceps channel. The foreign material could not be identified nor conclusively specify the root cause of the foreign material remained in the device. It is unknown if the reprocessing was conducted in accordance with IFU from the obtained information. The instructions for use state: warning: the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
A gastrointestinal videoscope was returned to olympus due to air/water leakages. During the inspection, the following reportable malfunction was identified: foreign matter was found clogging the forceps due to inadequate cleaning. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.